Event description:
Please reference: 2026095-2015-00131/15-00328(a). Fill volume: 270ml. Flow rate: 5ml/hr. Procedure: asku. Cathplace: asku. Report #2 of 2: it was reported that a pump's infusion ended sooner than expected for more than one patient. It was reported as, "we have had a couple reports from pts. At home that have said on pod#1 that their onq pump was empty,so they removed it." The infusion was expected to run for approximately 54 hours. Additional information was requested regarding clarification on the quantity of patients/incidents, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no device testing methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. No patient injury was reported. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.